Event description:
It was reported by the physio-control service representative that the customer's device had the charge-pak, attention and service indicators lit in the device's readiness display. The device would power on but then power off after a short time. Defibrillation therapy might therefore not be delivered when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control found that moisture had entered the device and caused the internal hlc bt2 battery and the charge-pak bt2 to be depleted. The customer was provided a new device under warranty.